Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 19, 2008, the lay user/patient contacted lifescan alleging that the onetouch ultramini meter was giving inaccurate readings. The complaint was classified based on the customer care advocate (cca). The medical affairs specialist (mas) was unable to correspond with the patient by phone. The mas mailed a letter to the patient on june 3, 2008. The cca noted that the reported issue first occurred on the day prior to orignal date around 7pm. The patient reportedly obtained readings of "94mg/dl" and "190mg/dl" on the alleged meter within 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient also reported experiencing symptoms of "shakiness" after the issue. The mas listened to the recorded call and found out that the patient's wife gave him some sugar, which relieved his symptoms. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment for the diabetes. The customer care advocate (cca) went through troubleshooting with the patient and found out the following: the patient was using the correct testing techniques, the test strips were in good condition and the meter was set to the correct unit of measure. However, when the cca walked the patient through the control solution test, the readings did not fall within the range. The complaint is reported because the patient alleges that he obtained imprecise readings on the readings of the lifescan product and claimed that after the issue began, he experienced symptoms that can be associated with hypoglycemia.